Event description:
It was reported that during an unknown procedure, it was found that there was a foreign matter, which seemed to be broken piece of the device, inside the package when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Channel retainer. Evaluation summary: the analysis results found that the et45b device was received in good visual condition and with a reload present. The reload was received fully loaded with staples. In addition, a black piece of plastic was returned taped on the handle shroud of the device. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the tube insert holding features to the channel were found damaged. While no conclusion could be reached on how the channel retainer became broken, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the bath is inspected at (B) (4). The batch history records were reviewed with no anomalies noted during the manufacturing process.